Event description:
It was reported that during a revision procedure, the attempted implant of this right ventricular (rv) lead in the left bundle branch (lbb) was unsuccessful due to helix issues. The lead was removed and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers only

Event description:
It was reported that during a revision procedure, the attempted implant of this right ventricular (rv) lead in the left bundle branch (lbb) was unsuccessful due to helix issues. The lead was removed and replaced with a new lead successfully. No additional adverse patient effects were reported.